Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the initial suggested event most likely occurred due to damage on charged coupled device unit. Additionally, the investigation confirmed that due to a data error of the scope ID, a b30 scope communication error occurred; however, the definitive root cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited colorful lines on the screen. The issue occurred during inspection for use. There were no reports of patient involvement.